Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through examination of the returned sample. Visual analysis revealed multiple kinks along the guide wire body. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. During normal assembly, the kinked portions of the guidewire are protected within the protective tubing of the advancer assembly, however, the end cap was missing from the assembly and not returned. Based on the customer report and sample received, the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the swg was kinked prior to use on the patient. There was no patient involvement.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the swg was kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer report of a kinked guide wire was confirmed through examination of the returned sample. Visual analysis revealed multiple kinks along the guide wire body. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. During normal assembly, the kinked portions of the guidewire are protected within the protective tubing of the advancer assembly, however, the end cap was missing from the assembly and not returned. Based on the customer report and sample received, the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: 19 sep 2023, the doctor found that the swg was kinked prior to use on the patient. There was no patient involvement.